Manufacturer narrative:
The vessel sealer extend related to this complaint has not been returned to isi for failure analysis to be completed. A follow-up MDR will be submitted if the product is received, and tested and/or if additional information about the event is received. Image/video review: no image, or video clip for the reported event was submitted for review. Instrument log review: this review cannot be performed at the moment as the instrument batch/lot number, and batch sequence number are unknown. System instrument logs: the system logs were pulled for the site's xi system sk2693 on (B)(6) 2020, and a single vessel sealer extend was seen being used for over two hours (part number: 480422-01, lot number: m91200506-0129). A sureform 60 stapler instrument was seen being used for 13 minutes with one white reload, and two green reloads. Isi was not able to confirm with the customer that this was the product referenced in the complaint. This complaint is being assessed as a reportable event based on the following conclusion: it was reported that a vessel sealer extend instrument did not sufficiently seal the target tissue, and a stapler instrument was used to complete the seal. The generator used with the vessel sealer extend instrument, and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Although there was no patient injury reported, if the failure were to recur, it could cause or contribute to an adverse event. The vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. Although there was no patient injury reported, if this failure were to recur it could cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument was not sealing and the site used a stapler instrument instead. There was no reported injury. On 08-sept- 2020, intuitive surgical inc. (Isi) contacted the customer site and additional information was obtained about the complaint: the customer did not know about this reported event, and had no information to provide on it. It was reported that there were no recordings taken of the procedure for review, and the staff has not provided an instrument from the case to return.